Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level reportedly ranged from 260 mg/dl to nearly 400 mg/dl during the events. Reportedly, the customer was able to load a new cartridge successfully. The customer reportedly reverted to manual injections for alternate insulin therapy.